Event description:
It was reported that several non-sustained lead noise episodes triggered due to post-paced t-wave oversensing. The patient presented via merlin.net transmission. The oversensing was noted on a stored egm. The device was reprogrammed.

Event description:
New information received noted that the device was reprogrammed in the past but post-paced t-wave oversensing issue remained. The device was reprogrammed once again and remains implanted.